Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun, but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. A manufacturing record evaluation (mre) was reviewed, and no anomalies were found related to this complaint. In addition, the mre review verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) female patient underwent a breast reconstruction with a saline mentor smooth round spectrum 375cc breast implant and experienced deflation on the right side. As a result, the patient underwent removal and replacement with saline mentor smooth round spectrum 375cc, catalog number 3501460, serial number (B)(4), lot number 7354031 on (B)(6) 2019.

Manufacturer narrative:
Device evaluation summary: upon receipt by mentor, the device contained no fluid. Yellow material was observed within the device and no material was observed on the shell surface. During evaluation a rent was observed on the anterior aspect, measuring approximately 4.0 cm. Microscopic examination was performed. No evidence of instrument damage was observed. No other anomalies were observed. Deflation complaint was confirmed. Mentor products are 100% visually inspected prior to release in addition to thorough in-process testing during several stages of the manufacturing process. Mentor product analysis lab concluded that the rent occurred sometime subsequent to the removal of the device from its protective packaging. At this time is not possible to determine the origin of the yellow material observed. The complaint was confirmed since a rupture was found on the device. Nonetheless, a microscopic examination of the edges of the rent was performed and it did not provide conclusive evidence of what could be the root cause. Breast implants are not considered lifetime devices and deflation is a known complication associated with these devices and is referenced in our product insert data sheet. Manufacturer¿s reference number: (B)(4).